Event description:
It was reported that the customer went to swim with the insulin pump on and the device had a blank display. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of a corroded electronic assembly.